Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported minimum airway pressure (paw) alarm is stuck on regardless of settings on the 3100 a ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation:g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical received the device for evalution. A visual inspection of 3100 thumbwheel assembly showed the blue power wire broken away from the solder point on the printed circuit board assembly. This loss of continuity was found to be the cause of the reported calibration issues. The solder connection may have been intermittent and over time the wire completely broke away possibly through handling. It is unknown whether the breakaway point was caused during manufacturing or handling. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.